Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, the electrode belt was found to have a broken trunk cable connector. The cause for the broken trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt was found to have a broken trunk cable connector. The pt was issued a replacement electrode belt.